Event description:
The lack of education, mixed with poverty can be characterized as an adverse reaction in itself. Naturalyte and granuflo are two products that were pushed on dialysis pts without their knowledge or approval. According to the law, dialysis pts have the right to be informed and the right to make educated decisions. But that options was denied. Dialysis pts began to have adverse reactions to these products without any medical assistance or use of ethics. The products were also being mixed by people who were not qualified to mix these types of chemicals. Dialysis pts have suffered horrible side effects such as: swollen stomachs, decreased heart function, arms swollen, leg weakness, decrease of muscle mass. The list goes on and on. There were no safety panels. The worst reaction is the removal of a persons' rights and dignity! It's almost like what happened to (B)(6) people with the (B)(6) and the (B)(6) men who were injected with (B)(6). Dialysis pts are already close to death. While looking for help, you have to get raped by science. Naturlyte and granuflo used monday, wednesday and friday.